Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The pneumatics valve cable assembly was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 27, 1997. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics valve cable assembly. (B)(4).

Manufacturer narrative:
Supplemental medical device report (smdr) # 03 is being filed to correct the "date rcvd by MFR" date on the initial/supplemental report, filed earlier. Incorrect date of 03/01/2016 is being corrected to 03/02/2016. (B)(4).

Manufacturer narrative:
Correction : supplemental medical device report (smdr) # 04 is also being filed to correct the date received by MFR on the supplemental report (smdr) #2. Incorrect date of 04/01/2015 is being corrected to 07/15/2015. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A doctor reported experiencing poor aspiration during a procedure. The case was completed. There was no harm to the patient. Additional information has been requested.